Manufacturer narrative:
Analysis was normal. Interrogation of the device revealed it was above the elective replacement indicator eri when received. No anomalies were found.

Manufacturer narrative:
Further information was requested but not received. The investigation results will be provided in the final report.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was cardiopulmonary arrest and end stage congestive heart failure.